Event description:
The manufacturer service technician reported that the device was fully disassembled. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The component code, results code and conclusion codes have been updated to complete the record.

Event description:
The manufacturer service technician reported that the device was fully disassembled. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.